Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted upside down. During an attempt to flip the lens, the capsule bag broke. The incision was enlarged, and the lens was cut in half and removed. A vitrectomy was performed and a new lens was placed in the sulcus. In the surgeon's opinion, the likely cause of the event was that the attempted flip broke the capsule. The patient is currently doing very well.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic bent. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the exact root cause of the reported event could not be determined. According to the surgeon, the capsule was damaged when they attempted to "flip" the lens.